Event description:
Patient fell from a horse on (B)(6) 2012 and was implanted with plates and screws on (B)(6) 2012. Patient returned to surgeon on an unknown date complaining of pain. On (B)(6) 2013 patient returned to the or for removal of 2 plates and 15 screws. It is not known if patient was revised to any other hardware. This is 5 of 17 reports for the same event, complaint # (B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned and a lot number was not provided.